Event description:
The customer reported that the 840 ventilator stopped cycling. It is unknown if there was patient involvement. The customer reported to have replaced the breath delivery cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.